Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the c-34 erbe error reported by the customer and replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The reported issue could not be confirmed through the system log. Upon visual inspection, the unit was found to have a crack on the upper left corner of the bezel. The erbe was tested using the system, during which it displayed error c-00 at startup and error c-34 during monopolar dual pedal activation. The unit will be sent to the original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on field evaluation and failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has received the iesu and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, user informed the technical support engineer (tse) that a fault occurred with an erbe error c-34. Before contacting the tse, the user power cycled the erbe and replaced the cautery cord, but the issue persisted. The tse reviewed the system error log, and confirmed the occurrence of error c-34. The user continued with the procedure as planned. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the user was unable to resolve the error and replaced the erbe with another esu generator to proceed with the procedure as planned.